Event description:
It was reported that due to an issue with the bd pyxis¿ es server, all medstations were on critical override because new patients and orders were not crossing over from epic to the bd pyxis. The customer did not provide information for each individual medstation. The customer reported that they were able to obtain medications but that there was a delay in dispensing the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that due to an issue with the bd pyxis¿ es server, all medstations were on critical override because new patients and orders were not crossing over from epic to the bd pyxis. The customer did not provide information for each individual medstation. The customer reported that they were able to obtain medications but that there was a delay in dispensing the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 08-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the stations entered critical override mode, preventing new patients and orders from flowing from epic to pyxis. A technical support specialist (tss) confirmed with the customer that the issue was resolved once the system was rebooted. Based on remote support service (rss) checks, the server is managed by the hospital information technology team (hit). It was noted that the server may have rebooted automatically due to updates or manually by information technology (it). The customer was advised to verify this with their it team and the permission to close the case was granted by the customer. The system functioned as intended after the technical support specialist investigated the issue of the device.